Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Functional testing performed on the radio frequency controller (rfc) and passed. This observation will be monitored and trended. Device history record (DHR) review was conducted for the radio frequency controller. The serial number was released meeting all qa specifications. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017, the patient presented to the emergency room (ER) and the "ultrasound found fluid in the patients abdomen and [the physician] performed a bowel resection. We have been unable to obtain additional information surrounding this event.